Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, white foreign material was found in the air water cylinder, the air water tube, and on the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible the foreign material in the air water tube and cylinder could be from the use of simethicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.